Event description:
It was reported that during a breast biopsy procedure, the holster was returned due to an unk error code. During mammotome procedure; the cutter of the probe did not function normally. The cutter moved forward/backward in sample mode but cannot cut the specimen. It was unk how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Transverse drive shaft. Based on the analysis results this complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint and found the drive shafts splines were stripped out causing the probe to not rotate. To correct the customer complaint, the analysis site replaced the drive shafts. After servicing, the unit passed qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.